Manufacturer narrative:
During product analysis, it was observed that the sheath was detached from the distal mount. Even though the catheter was not observed stretched, it is probable that the reported issue refers to the encountered damage in the sheath. All compiled information on this investigation determines that the most probable cause is: cause not established.

Event description:
Reportable based on device analysis completed on 23jan2024. It was reported that a catheter issue occurred. The target lesion was located in a 90% stenosed, moderately tortuous and moderately calcified vessel. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the distal part of the catheter shaft was stretched. The procedure was completed by using another of the same device. There were no patient complications reported. However, returned device analysis revealed that the sheath was detached from the distal mount.